Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed with no issues noted. Functional and flow rate testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin hole in the distally connection of a clearlink continu-flo solution set which resulted in a fluid leak. This event occurred after priming with normal saline in the hospital¿s chemotherapy suite. There was no patient involvement. No additional information is available.